Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump cover was opened and an internal motor defect was found. Further testing on the pump was unable to be performed due to the motor failure. (B)(4).